Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was insulation damage noted by the physician's visual inspection and that sparks were noted when cautery was used near the lead during an elective procedure. It was further reported that prior to the procedure the lead was functioning within normal parameters with "good impedance and threshold" values. The lead was capped and replaced. No patient complications have been reported as a result of this event.